Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient is experiencing groin pain. The following measurements were recorded at 21 months since index surgery: cobalt - 0.4; chromium - 0.5; fluid cobalt - 11; fluid chromium - 23; esr - 9; crp - 0.9.

Manufacturer narrative:
An event regarding pain involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A device history review found the devices in the reported lot were accepted into final stock with no reported discrepancies. The super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient has pain and swelling.